Manufacturer narrative:
Allergic reactions, reported in this acse as angioedema, that occur through immediate oedema are well-known and documented reactions in hyaluronic acid injections. With medical treatment, symptoms can be quickly fully resolved, without sequelae. In addition, the risk of such reactions is mentioned in the instructions for use of teosyal products.

Event description:
According to the information received on 18-jan-2023, a patient was injected on (B)(6) 2023 with 0.8ml of rha 2 (awaiting batch number) in the lips (0.5ml in upper lip and 0.3ml in lower lip). Immediately after the injection, on (B)(6) 2023, the patient experienced acute uncontrolled swelling, diagnosed as possible angioedema by the injector. It was reported that both lips started swelling immediately after injection, and the upper lip was more noticeable then the lower lip. We were informed that the patient was tested for vascular occlusion. As a corrective action, on (B)(6) 2023, the patient was prescribed corticoids (prednisone 10mg for 6 days), antihistamines (daily for unknown duration) and treated with hyaluronidase later (unknown date) as a safety precaution. It was reported that symptoms were improving after taking corticoids. Despite several attempts, no additional information ( symptoms resolution, batch number) could be retrieved at the time of this report.

Event description:
According to the information received on 18-jan-2023, a patient was injected on (B)(6) 2023 with 0.8ml of rha 2 (awaiting batch number) in the lips (0.5ml in upper lip and 0.3ml in lower lip). Immediately after the injection, on (B)(6) 2023, the patient experienced acute uncontrolled swelling, diagnosed as possible angioedema by the injector. It was reported that both lips started swelling immediately after injection, and the upper lip was more noticeable then the lower lip. We were informed that the patient was tested for vascular occlusion. As a corrective action, on (B)(6) 2023, the patient was prescribed corticoids (prednisone 10mg for 6 days), antihistamines (daily for unknown duration) and treated with hyaluronidase later (unknown date) as a safety precaution. It was reported that symptoms were improving after taking corticoids. Despite several attempts, no additional information ( symptoms resolution, batch number) could be retrieved at the time of this report.

Manufacturer narrative:
Additional information and results of investigation will be provided in the final report.